Manufacturer narrative:
The unit did not have a button error alarm or numbers ramping or scrolling during testing. During visual inspection, there was no moisture damage on the electronic assembly. However, the unit had an intermittent button response due to corroded keypad traces. The unit had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer was wearing the device in her bra and it was exposed to sweat. The customer's blood glucose level was 145 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.